Manufacturer narrative:
The pump was returned with the percutaneous lead (lead) cut approximately 7.5 inches from pump housing; the distal portion of the lead was also returned. The returned segments of the lead were tested for electrical continuity and did not reveal any discontinuities or shorts; however, visual inspection revealed breaches to the insulation of the yellow, black, and orange wires approximately 2.5 inches from the cut end of the internal portion of the distal lead segment, exposing the inner conductors. The observed wire damage appeared to be the result of repetitive movement. Abrasions to the other wires were observed, but the remainder of the lead was otherwise unremarkable. If the exposed conductors of the yellow, black, or orange wires contacted the braided shield while the system was operating on the power module, the resulting electrical short to ground would have resulted in the alarms and pump stoppages that were confirmed through the analysis of the system controller log files. The reported event also could have resulted from a phase-to-phase short if the exposed conductors from these wires made direct contact with each other or simultaneous contact with the braided shield while the system was operating on either the power module or battery power. Evaluation of the sealed outflow graft and the pump¿s blood contacting surfaces upon disassembly of the pump revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: the lvad exchange was reportedly complicated by diffuse coagulopathic bleeding resulting in the need to leave the patient's chest open and a vac sponge was placed over the sternotomy. The patient was then transferred to the cardiothoracic unit in stable condition with an open chest. The coagulopathic bleeding after surgery was treated with k-centra for reversal which was effective. The patient remained hemodynamically stable on dual inotropes (dobutamine/milrinone), however the patient had several episodes of coughing that caused severe hypotension and ventricular tachycardia. Given these episodes of hypotension the patient was started on paralytics. This improved ventilation and the episodes of hypotension improved. A lasix drip was also initiated for severe volume overload with good results. On (B)(6) 2016 the patient was returned to the operating room for a mediastinal washout and possible chest closure. Closure of his chest was attempted, but was not possible due to severe hypotension and hypoxia. The patient required extracorporeal membrane oxygenation. The patient returned to the intensive care unit with an open chest covered with a vac sponge. At an unspecified time, the patient became febrile with worsening oxygenation. A bronchoscopy was performed and a culture of secretions grew moraxella. Broad spectrum antibiotics (vancomycin/cefepime) were started and micafungin was added for broad empiric coverage. Despite antibiotic coverage the patient began to develop worsening bilateral infiltrates. A CT scan of the chest showed pneumonia with atelectasis of the right lower lobe. The patient's oxygenation continued to worsen requiring increasing fio2 amounts. On (B)(6) 2016 the patient had a repeat washout in the operating room and an omental flap was performed for temporary chest closure. Care was withdrawn and the patient expired on (B)(6) 2016.

Manufacturer narrative:
Approximate age of device ¿ 4 years and 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2011. It was reported that the patient was at home and was reportedly awoken by a red heart alarm. The system controller was exchanged, but the red heart alarm continued on both batteries and the power module. Review of the submitted log file by the manufacturer's technical services representative revealed multiple pump stoppages. At an unspecified time, it was reported the pump remained off. It was reported the patient remained asymptomatic. The patient was placed on milrinone and an intra-aortic balloon pump in the cardiac catheterization lab prior to transfer to the operating room. X-ray performed in the operating room appeared to demonstrate that the pump was not perpendicular to the patient's spinous process as the outflow end of the pump was angled upwards to the right border of the myocardial silhouette. The surgeon also reported that the patient's pump pocket was very shallow. The patient's pump and outflow graft were exchanged on (B)(6) 2016. A mersilene stitch was used to secure the pump. The surgeon revised the pump pocket to be significantly deeper than the prior pump pocket. The sternum was left open, but only as a standard procedure. The surgeon reported that the driveline appeared to have a kink in it. The hospital team also reported that the patient had been non-compliant and had gained weight. The patient's weight at the time of the exchange was (B)(6), approximately 29 kg greater than the patient's weight at implant, and bsa was (B)(6).